Event description:
Reported via clinical study/ it was reported pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was reported to have presented to the emergency room (ER) on (B)(6) 2025 with chest pain localized to the left anterior chest, radiating across the front and into the back. The patient was admitted to the hospital for further evaluation. An echocardiogram (EKG) was completed which showed a minimal (<1 cm) pericardial effusion. There are no echocardiographic indications of cardiac tamponade. Left ventricular function was normal. Overall left ventricular ejection fraction is estimated to be 60-65%. Dilated inferior vena cava suggests increased right atrial pressure. Lab tests were completed, and only abnormal lab was crp (c-reactive protein). EKG showed ventricular paced rhythm. The patient has an appointment to re-evaluate in (B)(6) 2025.